Event description:
It was further reported that the controller exhibited a controller fault alarm due to a depleted internal battery. Also, it was a dl strain relief repair that was performed instead of a dl sheath repair.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received and a correction to b5. Desc evt problem. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: dd-mmm-yyyy / serial#: d9: no. H3: no. H4: mfg date: dd-mmm-yyyy. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the previous strain relief repair had pulled out during a controller exchange. It was agreed upon to remove the dl cover and previous repair. The strain relief was repaired using a deviation procedure.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6), one (1) controller (unknown serial number), and the driveline boot cover (unknown serial number) were not returned for evaluation. No allegations were made against the driveline boot cover. There was no evidence that (B)(6) or the boot cover had previously been serviced. Review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the controller¿s and driveline boot cover's manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue, and the serial number is unknown. Log file analysis could not be performed since log files were not available for analysis. On-site inspection, as well as visual evidence provided by the site, revealed that the driveline strain relief was separated from the connector and damage to the strain relief repair. Visual evidence revealed discoloration of the outer sheath, evidence of a self-repair, and damage to the strain relief. As a result, the reported strain relief damage and strain relief repair damage was confirmed. A driveline strain relief repair, including a reb uild of the strain relief, and a driveline cover removal was performed to mitigate the conditions reported. Of note, the driveline cover removal was performed to allow a rebuild of the strain relief. The reported controller fault alarm could not be confirmed due to insufficient evidence. A possible root cause of the separation of the driveline strain relief from the connector can be attributed, but not limited, to improper handling, as described in the event details. Based on historical review of similar events, the most likely root cause of the observed driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed self-repair can be attributed to the handling of the device. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a faulty internal battery, a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the strain relief repair damage may be attributed to handling during the controller exchange, as described in the event details. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine controller exchange, as the driveline (dl) was being removed from the controller being taken out of service, the grip on the connector slipped back and the strain relief was pulled back, resulting in driveline strain relief damage. The strain relief was found to be retracted approximately 10mm from the back nut. A dl sheath repair was performed, and it was confirmed that the dl cover would fit over the repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.